Event description:
The customer reported to olympus, the gastrointestinal videoscope switch 4 did not work. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of switch 4 did not work was confirmed. The device evaluation found the reportable malfunction identified in b5, the nozzle had foreign material. The following information was received from the customer regarding the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before it was sent to olympus. The customer did not know what the foreign material was. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle/channel with the detergent solution. The following non-reportable findings were found during evaluation: switch 4 did not work due to damage and wear, bending angle in up direction did not meet the standard value due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire, bending section cover had a scratch, adhesive on bending section cover had white-clouded area, water removal ability did not meet the standard value due to clogging of nozzle, suction connector was dirty due to water leakage, universal cord had a scratch, adhesive around objective lens had white-clouded area, and connecting tube had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.